Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported the right ventricular (rv) lead was capped due to oversensing issues and noise coming from the lead. According to the boston scientific (bsc) representative, the oversensing and noise from the lead was caused by electrical wear and tear of the lead as the lead was over 20 years old. The lead was replaced. Approximately, one week after the lead revision, the lead replacement site was infected. The patient received antibiotics for the infection. No additional intervention was performed. No additional adverse patient effects were replaced.